Event description:
Boston scientific received information that approximately 24 hours post-implant, threshold and impedance measurements were high and loss of capture and sensing issues were observed. The physician performed a revision procedure. Using fluoroscopy, it was found that the terminal pin was under-inserted in the pacemaker header. The lead was tested through the pacing system analyzer (psa) and measurements were normal. The lead was inserted back into the device header and baseline noise was observed. The lead was reconnected again, and all measurements were appropriate. The field representative programmed the sensing from automatic gain control (agc) to a fixed sensitivity of 5mv. Outputs were programmed to 3.5v since the ventricular threshold measured at 0.4v. Then the following morning, telemetry noise and pacing inhibition of 4 seconds was observed. Other than the revision, no adverse events occurred as the patient¿s underlying rhythm came through. No information was stored in the device memory. No explanation could be made of the root cause, but the field representative questioned possible air bubbles. Boston scientific technical services (ts) was contacted and discussed that an electrogram would have likely been stored if this was an air bubble issue, however this was never confirmed. Ts discussed other troubleshooting options, however the family requested the device and lead be explanted and replaced with a competitor product.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device header was analyzed with all dimensions found to be within specification. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation from the field was not confirmed through testing and detailed analysis.